Manufacturer narrative:
(B)(4). The customer evaluated the device. The symptom was not duplicated. Note that the error 20 is associated with an onscreen defib failure, cycle power message. The device passed all performance assurance tests and was placed back into use. This is consistent with a momentary malfunction resulting in onscreen defib failure, cycle power message resolved by cycling power as directed on screen.

Event description:
The customer reported a device error 20. There was no reported pt involvement.